Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen with an unknown dose and concentration and hydromorphone with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient's device was replaced due to a motor stall. No symptoms were reported. No further information was provided. The event date was unknown. No further complications were reported/anticipated.

Event description:
Additional information was received from an hcp on 2019-oct-16. It was reported that the respiratory failure and dystonia were related to the existing condition (dystonia). The dates of admission/discharge from the ICU were unknown. The patient reportedly had seizures on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen with an unknown dose and concentration and hydromorphone with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient was admitted to the intensive care unit (ICU) secondary to seizures and risk for respiratory failure. The patient's device was replaced due to a motor stall. The patient presented to clinic on (B)(6) 2019 and it was noted they were admitted to the ICU following implant and the symptoms resolved after several days and the patient was discharged from the hospital. It was noted that the patient had a history of restrictive lung disease and was oxygen dependent. Intervention included oxygen via nasal cannula on (B)(6) 2019. It was noted that the event was related to the implant procedure due to risk for respiratory failure with stalled pump. It was noted the amount of intrathecal opioid the patient was receiving with the stalled pump was not known or the patient could be again opioid naïve, further increasing their risk for respiratory failure. The event required in-patient or prolonged hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6). The clinical diagnosis was complications following implant surgery. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the motor stall was first noticed on (B)(6) 2019. It was noted that the stall was identified via personal therapy manager (ptm) error code. The patient presented to clinic the same day and medication was ordered to prevent symptoms. The cause of the motor stall was not determined. The pump was replaced on (B)(6) 2019. The patient's weight was (B)(6). The status of the pump was returned for analysis. No further complications were reported.